Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Patient representative requested detailed information on the recall procedure for the breast prosthesis purchased. Patient reported left side capsular contracture baker grade iii diagnosed via biopsy. Patient reported that treatment prior to explant was pain medication. Patient reports that the biopsy also shows breast hyperplasia. Patient mentioned the recall and that during the time they had the prosthesis, the patient developed an autoimmune disease (not device related). This record is for the left side. The device has been explanted.